Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as the exact date was not provided.

Event description:
It was reported that shaft break occurred. A 2.50x20mm synergy drug-eluting stent was used in a procedure. However, the shaft broke outside the patient. No patient complications were reported.